Event description:
A peritoneal dialysis pt, reported that he had a leaking cassette. He had just completed his treatment and removed the cassette when he noticed it was leaking. There is not report of pt ill effect. The sample is available for evaluation.

Manufacturer narrative:
(B)(4). The manufacturing facility received the actual sample for evaluation. Sample analysis: a visual inspection of the sample was performed and no damages or pinholes on the cassette film were found. A leak test was then performed by introducing colorant solution and no leaks were found. Conclusion: the complaint is deemed as unconfirmed; the cassette did not leak. No further investigation required. Event data will be trended per quality data analysis procedure.